Manufacturer narrative:
Patient's information: not available. Product has not been returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged a 3m¿ ranger¿ high flow disposable set (model 24365) leaked at the side of the cassette. No patient/staff injury was alleged. No additional information was provided.